Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a failed transmitter error. In addition, transmitter failed error was found in connection to the reported allegation. The reported event of a pairing failure is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
B5 : product returned for evaluation. Voltage test: fail, (0vdc). Share log review: fail-tx not found. D9: yes. Returned to manufacturer. H3 : yes. Evaluation summary attached . H6 : 10, testing of actual/suspected device.

Event description:
Product was returned for investigation. An exterior visual inspection was performed and passed. A voltage test was performed and failed at 0 volts.